Event description:
Report received from the USA stating that the device had an, "e9 error on the console." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the eval has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).